Event description:
It was reported that patient experienced urinary incontinence due to sub cuff atrophy. Patient underwent a replacement procedure of his non working artificial urinary sphincter (aus) device.

Event description:
It was reported that patient experienced urinary incontinence due to sub cuff atrophy. Patient underwent a replacement procedure of his non working artificial urinary sphincter (aus) device

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. Analysis of the returned device did not confirm a product malfunction. Based on the results of this investigation, no escalation is required.